Event description:
It was reported that a device manufacturer representative was assisting with a new pump and catheter implant and post-surgery they had attempted to update the pump with a priming bolus. They received a pump memory error message and it was reported the pump was stopped. It was reported there were emi (electromagnetic interference) sources present. The patient was moved to a different room and the device manufacturer representative attempted again using a different programmer. The pump was currently stopped and it was noted the reservoir volume was still reading 20ml. The device manufacturer representative checked the pump logs and confirmed there was no log for pump restarted due to restart command. It was confirmed the priming bolus did not update. The device manufacturer representative was then able to update the pump and wondered if the issue was with the programmer. The device system was used to deliver morphine. It was later reported that it was unknown to the initial reporter if there were any patient symptoms related to the event, if any emi was involved and if any troubleshooting and/or other actions were taken. The reporter didn¿t know how the patient was now doing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# unknown, serial# (B)(4), product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).